Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was failed the pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation, the monitor failed the pulse test, a root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.